Event description:
It was reported that the device exhibited ventricular t-wave oversensing and atrial cross-talk. The device was reprogrammed and remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant product: 429688 lead, implanted: (B)(6) 2010.